Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the implantable pulse generator was displaying low battery. A surgical intervention is anticipated din the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.